Manufacturer narrative:
Date of event is unknown. Patient weight is estimated.

Event description:
It was reported that during an ipg replacement on 15nov2023 (related manufacturer reference number: 3006705815-2023-06968) the physician noted calcium deposits in the ipg pocket and believed that the patient might had a prior infection. Event date and procedure date is unknown.

Manufacturer narrative:
Patient weight is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that there is no current infection noted. Ipg was replaced on (B)(6) 2023 (related manufacturer reference number: 3006705815-2023-06968) due ipg being inoperable.